Event description:
It was reported, the patient experienced tenderness and pain at the ipg site regardless of stimulation. The physician relocated the ipg on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.